Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was relocated. Effective therapy resumed post-operative.

Manufacturer narrative:
Patient's surgery occurred on (B)(6) 2018 and not (B)(6) 2018 as previously reported.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2018 wherein the ipg was relocated.